Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer had no power. The power supply was found to be out of electrical specification. Analysis also found the system fan was noisy, the latch tabs were broken off of the cord door, the latch tab was bent on the media bay door, the lower case was very worn, latch tab was broken off of the keyboard, and hinge plate screws were missing.

Event description:
It was reported that the programmer spontaneously shut down during use, as the patient session was ending. The programmer would not power on afterwards. After checking the outlets and swapping out the power cord, the programmer still would not turn on. The programmer was returned to service. No patient complications have been reported as a result of this event.